Event description:
The patient reported they had surgery on 2014-10-30 (see manufacturer¿s report # 3004209178-2014-21998). They had to keep the patient an extra five days just to keep them alive. Ever since then they lost their sense of hearing, smell, and taste, and this was noticed about four or five days after the surgery. They had dizziness and headaches, and they fell two days prior to the report. Their spine was leaking spinal fluid again, so they would have to perform a spinal tap. The patient had a big knot on their spine which was affecting everything mentioned previously by the patient. They mentioned having severe difficulty with their pump. Since the replacement surgery the patient had been worse. The patient stated they had to do another blood patch, and they had to be readmitted to the hospital because they had big knots sticking out at the end of their spine. The knots had been there since they returned home from the surgery on (B)(6), though it was thought that the patient meant (B)(6). Their doctor said it had to be drained, and their nurse stated the patient was leaking spinal fluid again. An x-ray was taken though the results were not reported. They patient stated they will have to have another spinal block because of the headaches. They hoped that the first spinal block would have taken care of it. The patient stated that the way it was swollen now, it would make them open the patient back up to drain it. The patient had not been able to eat in a week, and they lost 23 pounds. They were to contact their healthcare provider on the date of the report. The patient wanted the pump out of them. They also mentioned that the old pump model worked better than the newer pump model. They reported having cancer, and they were being treated with 60 mg and 30 mg morphine pills as well as hydrocodone between doses. They needed help getting the pump out and going through withdrawals after it was out. Information was later received from the patient on (B)(6) 2015 indicating they were still having concerns regarding their device or therapy, but they were working with their doctor or representative. They mentioned having had appointments on (B)(6). The pump contained morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).